Event description:
It was reported that this right ventricular (rv) lead exhibited low intrinsic amplitude at 2.23 milli volts. As of this time, this lead remains in service. No adverse patient effects were reported. Additional information received which indicates that this rv lead was surgically abandoned and replaced with different model. No additional adverse patient effects were reported.